Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves an unknown age and unknown gender patient who could not walk without crutches, after treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. Based on the available information, causal relationship between the event and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Could not walk without crutches [walking difficulty] . Knees swelled (right knee) [injection site joint swelling] . Pain in my knees (right knee) [injection site joint pain] . Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information was received from united states on (B)(6) 2022 regarding an unsolicited valid serious case from a patient. This case involves an unknown age and unknown gender patient who could not walk without crutches, knees swelled (right knee) and pain in my knees (right knee) after treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient had synvisc-one injected into each knee in (B)(6) 2021 with no issues. On (B)(6) 2022, the patient again received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, dose, frequency, route, indication, expiry date). Information on batch number was requested. Last week, june 10th, the patient had each knee injected with synvisc-one by a different practitioner from 2021. This time, on an unknown date in (B)(6) 2022, after unknown latency, the knees swelled (injection site joint swelling) and the patient could not walk without crutches (gait inability, caused disability). The swelling had subsided, and the patient could walk without crutches, but had pain in knees (injection site joint pain). The patient asked if the research provide any information as to why these issues arose twitch the current injections. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was recovered / resolved in (B)(6) 2022 for the event knees swelled (right knee), was not recovered / not resolved for the event pain in my knees (right knee) and was recovered / resolved in (B)(6) 2022 for the event could not walk without crutches. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Could not walk without crutches [gait inability]. Knees swelled (right knee) [injection site joint swelling]. Pain in knees (right knee) [injection site joint pain]. Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient). Initial information was received from united states on 17-jun-2022 regarding an unsolicited valid serious case from a patient. This case involves a patient of an unknown age and gender who could not walk without crutches, knees swelled (right knee) and pain in the knees (right knee) after treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease, or risk factor and family history were not provided. The patient had synvisc-one injected into each knee in (B)(6) 2021 with no issues. On (B)(6) 2022, the patient again received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with strength: 48mg/6ml, an unknown batch number, dose, frequency, route, indication, expiry date). Information on batch number and expiry date can not be requested as syringe was discarded last week, (B)(6), the patient had each knee injected with synvisc-one by a different practitioner from 2021. This time, on an unknown date in (B)(6) 2022, after unknown latency, the knees swelled (injection site joint swelling) and the patient could not walk without crutches (gait inability, caused disability). The swelling had subsided, and the patient could walk without crutches, but had pain in knees (injection site joint pain). The patient asked if the research provide any information as to why these issues arose twitch the current injections. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all events. At time of reporting, the outcome was recovered in (B)(6) 2022 for the event knees swelled (right knee), could not walk without crutches was not recovered for the event pain in knees (right knee). A product technical complaint (ptc) was initiated on 23-jun-2022 for synvisc one (batch number: unknown) with global ptc number 100346271. The sample status was not available. Ptc stated adverse event preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse to determine if a CAPA(corrective and preventive actions) was required. The final investigation was completed on 31-jul-2023 with summarized conclusion as no assessment possible additional information was received on 23-jun-2022 from other healthcare professional (quality department). Ptc number along with strength were added. Text amended accordingly. Additional information was received on 31-jul-2023 from other healthcare professional (quality department). Ptc complete details added. Text amended accordingly.